Manufacturer narrative:
The investigation discovered that the two opposite vessel locator wings were broken and two were prolapsed. These conditions of the vessel locator wings were consistent with the distal forces being applied to the wings during deployment. This condition could create a difficult device removal after deployment. No malfunction was detected and we were not able to determine the root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that a trained physician completed an arteriotomy closure using the starclose device after a diagnostic procedure. The clip was successfully deployed, however, the device became stuck and the physician used counter-traction and pulled the device from the arteriotomy. Hemostasis was achieved with the clip. There was no pt injury reported. No add'l info available.